Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7310590, medical device expiration date: n/a, device manufacture date: 2017-11-06. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe rubber stopper separated from the plunger rod before the injection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7310590. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200726107, 200726106, 200726484, 200724327] noted that did not pertain to the complaint. There was one (1) notification [200724199] noted for missing stopper. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the bd ultra-fine ii short needle insulin syringe rubber stopper separated from the plunger rod before the injection. There was no report of exposure, injury, or medical intervention.